Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: one (1) actual device was received for evaluation. Only the welded cassette was retuned without any other components. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure test was performed, and no issues or leaks were observed. Other functional testing was not performed as the other cassette components were not returned. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in april 2025. E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with two (2) homechoice cassettes; further described as unable to connect. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.